Event description:
It was reported that an occlusion alarm occurred. Customer reported bg being blood glucose was high on the cgm graph, as well as, moderate ketones. A correction bolus via the pump was administered to address the bg level. Customer replaced pump supplies and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.